Manufacturer narrative:
The customer suspects the power in the operating room is intermittent. The customer cancelled the service call.

Event description:
The customer reported that the 9900 system shut down at boot up. No pt injury was reported.